Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
A patient reported that after the implantation from two corscrew-suture anchors the fiberwire 2.5 suture tore again and moved up on the achilles tendon. No further information received. Update dw 28-jul-2024: further information were provided by the patient that: the patient initially suffered from a heel spur plus bursitis and was treated with cortisone injections every 6 weeks with resulted in a lot of pain. The tendon tore suddenly at the end of (B)(6) 2024. An additional surgery was then performed on the (B)(6) 2024 where the tendon was fixated on the bone with a screw and suture. At the end of march / april the surgeon confirmed a problem with the result however due to due to lack of tendon material the patient received advice that an additional surgery would not be beneficial. No further information were provided where the event has occurred or who the surgeon was who performed the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, arthrex was able to conclude a most likely cause. The dfu-0111-eo revision 2; states the following: "6. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device." The most likely cause for the reported failure can be attributed to a patient-specific event.